Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that on the morning of (B)(6) 2017, the meter¿s display showed ¿a square¿. The patient manages her diabetes with metformin oral medication. She denied making any changes to her usual diabetes management following the start of the alleged issue. She reported that about a week after the square first appeared, she developed symptoms of ¿dizziness and shakiness¿. She denied receiving any additional treatment or intervention for her symptoms. During troubleshooting, the cca established that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The cca walked the patient through resolving the issue and the issue was resolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.